Manufacturer narrative:
Summary: some reciproc blue files r25 8/100 25mm 025 were returned (one file in loose, two unused files batch #392270 and 24 unused files batch #414834). The file in loose is actually broken at the tip of the active part (fatigue). No material defect was found during analysis of the rupture pattern. Nothing unusual to report was found during dhrs review (batches #1631024 and #1631284). Unused files were evaluated: -the two files batch #392270 were found in compliance with specifications. Root causes are not identified (available sampling not representative). We will track this kind of event and monitor the trend. -a sample of ten files batch #414834 was taken and evaluated, files were found in compliance with specifications. No fault was found (representative sampling). For information, we remind the practitioner has to make sure that a straight-line access is created prior using the reciproc blue files (as mentioned in the dfu).

Event description:
In this event it is reported that a reciproc blue files, 6x, sterile broke during use. The outcome of this event is unknown as of this MDR. Further information requested.

Manufacturer narrative:
Here has been a previous report received with a similar device where this malfunction resulted in a serious injury. Therefore, it must be presumed that recurrence of this malfunction could possibly cause or contribute to a serious injury or require medical or surgical intervention to preclude such. As such, this event is reportable per 21cfr part 803. This event will be reevaluated, as appropriate, if additional information becomes available. The device is available for evaluation, though has not been returned as of this report. Evaluation results will be submitted as they become available.